Event description:
Per legal court file: attorney alleges that the patient was implanted with a bard/davol ventrio st hernia patch on or about (B)(6)2017. It is alleged that the ventrio st mesh was intertwined with intestines, causing infection and requiring another surgical procedure in (B)(6)2021 to remove the mesh and a portion of intestines. It is also alleged that the patient underwent surgical operations to remove the eroded surgical mesh spanned considerable periods of time, and it is unclear whether all of the remnants of the mesh devices have been removed. It is alleged that the patient experienced and/or continues to experience severe pain, revision surgery, infection, abscess, bowel resection, hernia recurrence, scarring and disfigurement. Attorney also alleges plaintiff has suffered and continues to suffer both injuries and damages, including, but not limited to: past, present and future physical and mental pain and suffering; physical disability. It is alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, infection, abscess, pain, hernia recurrence, adhesions, erosion and subsequent surgery for mesh explant. The instructions-for-use (IFU) supplied with the device lists hernia recurrence, adhesions and infections as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection, the warning section of the IFU states that "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". Note, the date of event and date of explant are estimated as (B)(6)2021 based on the available information. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : not returned.